Event description:
It was reported the programmer is booting up slowly. Followup information received indicates once the programmer booted up, it did f unction normally. The programmer was returned for repair and subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the programmer was returned and analysis was unable to confirm the customer comment of a "slow boot." Analysis did find that the emergency button was unable to be pushed due to a sticky substance. The sticky substance was removed and no contamination was found on the inside switch. Analysis also found that when the radio frequency programmer head was plugged into the programmer, the programmer would shut down, and that the programmer head failed tests. The programmer head cable was replaced. Product ID: 2067 radio frequency programmer head; (B)(4).